Manufacturer narrative:
Claim #: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 -9.5/3.0/090 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2024 the lens was replaced with a longer length lens due to a low vault. This resolved the problem. The cause of the event was reported as unknown.